Event description:
Pt claim to have received bruising after hair removal upon upper lip. The doctor did reduce energy under normal level during this procedure as she was concerned about the pt reaction. The pt reacted anyhow strongly. After a while (months), the bruising has disappeared.

Manufacturer narrative:
The device was never reported to have failed. The user decided not to send in the product for eval by medart. The inspection by the user did not find any failures to the device. The device was found to perform according to specs. The operator was reporting this due to the initial response from the pt.